Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 300 mg/dl to 400 mg/dl and low blood glucose value was 40 mg/dl to 50 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer report they did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.